Event description:
The wrench broke when torquing the femoral adaptor to femur. There is a hair line crack on the top part of the wrench.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture at the corner of the metal portion of the hexagonal feature. The root cause of the fracture is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Based on the determination of user error of torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.